Event description:
The patient was initially implanted with a bifurcated stent graft and 2 suprarenal stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately, 2.5 years post initial procedure patient presented with growing aneurysm sac of 9mm on routine follow up CT. Upon review of films no visible endoleak was detected. Physician is evaluating the indeterminate endoleak. As of date, there have been no additional patient sequelae reported. Additional information: during the investigation, it was identified that the patient had a previously reported event under 2031527-2018-00652, for a type 3b endoleak of the bifurcated stent graft, where a reline of the device was performed and the endoleak was resolved. The patient was reported as doing well. The clinical personnel also identified another secondary procedure that occurred on (B)(6) 2017, for a left limb occlusion (not related to the device), and a non-endologix stent was placed in the left external iliac artery with a thrombectomy of the left common and external iliac arteries. The patient final status was not provided.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the sac growth event is unconfirmed due to a lack of relevant medical records and imaging. Medical imaging was requested and denied needing patient authorization. Procedure related harms, device, user, procedure or anatomy relatedness of this event could not be determined with the medical record/ images available for review. The final patient status was not reported. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. "Device iteration is afx with duraply". Corrections: d1: brand name has been updated. D2: product description has been updated. D2: common device name has been updated. D4: model number has been updated. D4: lot # has been updated. D4: expiration date has been updated. H6: remove result code 3221.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx with duraply".

Event description:
The patient was initially implanted with a bifurcated stent graft and 2 suprarenal stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately, 2.5 years post initial procedure patient presented with growing aneurysm sac of 9mm on routine follow up CT. Upon review of films no visible endoleak was detected. Physician is evaluating the indeterminate endoleak. As of date, there have been no additional patient sequelae reported.